Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
(B)(4) clinical study. It was reported a death occurred. On (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was deployed, but the device was not completely sealed, so a partial recapture was performed. The closure device was redeployed and was placed distal to and spanned the entire laa ostium with a complete seal noted. It met the release criteria, so it was successfully implanted. On (B)(6) 2017, the patient died of an unknown cause.